Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during preparation of the bone cement, the monomer liquid would not dispense into the cylinder. There was no patient injury and another unit was available to complete the procedure without delay.

Manufacturer narrative:
This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. The following sections were updated. Date returned to manufacturer - unknown. Complaint sample was evaluated and the reported event was confirmed. It was determined the lower cylinder cannula inside the cannula seal is not well positioned. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to a confirmed manufacturing nonconformity. A summary of the investigation was sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Monomer not entering.